Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi.omsi checked the subject device and found the reported phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the service department of olympus india (omsi), it was found that the inside of light guide lens was dirty on (B)(6) 2021. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, because humidity invaded on device inside, components under the lg lens probably got corroded. Product resulting from the corrosion probably remained as dirt. If additional information becomes available, this report will be supplemented.